Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The caster and base where replaced. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the caster wheel of the unit broke off, no report of the unit tipping or falling. There was no report of patient involvement.